Event description:
The customer obtained a falsely depressed carbon dioxide (co2) result on a dimension vista 500 instrument and did not report the result to the physician(s). The customer observed the issue when the samples generated a "below panic range" result and auto-repeated in range. The customer stopped using the dimension vista 500 with serial number (B)(6) and used an alternate dimension vista 500 with serial number (B)(6) to perform repeat testing. The repeat result was considered correct and reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely depressed carbon dioxide (co2) result.

Manufacturer narrative:
A united states (us) customer contacted the siemens customer care center. Siemens assisted the customer with troubleshooting and verified the probe counts. The results monitor showed two flags for calcium (ca) and one for glucose (glu), and there were no process errors. The quality control (qc) was within range; however, the customer noted the problems started after running qc. Siemens dispatched a cse (customer service engineer) to the customer site. The cse cleaned server 1, aliquot drains, and probe tips, replaced the reagent probe (r1) due to a high probe count, aligned the server 1 probe, and primed and cleaned the system with naoh. A quick check was performed and passed; however, the server probes failed the aliquot probe for the drain/vacuum and first flush cycle. Additional services were performed, which included replacing the belts on the sample arm, replacing the mixer, performing alignments, and running the quick check and mix tests. No issues were noted, and the results were acceptable. Siemens evaluated the information provided, and the cause of the falsely depressed carbon dioxide (co2) result is unknown. The dimension vista 500 was verified and operating as specified post-service repairs, and no further evaluation of the device is required.